Event description:
It was reported that the probe and system delivered error codes during initialization prior to a breast biopsy procedure. The case was completed with another probe and there was no patient consequence.